Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported shaft kink was able to be confirmed. The reported failure to advance the device and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: note: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left circumflex artery with mild tortuosity and heavy calcification. A 3.0x28 mm xience prime stent delivery system (sds) was advanced with resistance toward the target lesion and failed to cross due to patient anatomy. Force was applied and the proximal shaft kinked; however, the kink site was inside the patient. During withdrawal resistance was noted with patient anatomy. The sds was removed as a single unit. Another xience stent was used to successfully complete the procedure. There was no adverse impact to the patient. There was no clinically significant delay in the procedure. No additional information was provided.